Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a 49 year old female patient who had received baclofen (unknown) via an implanted infusion pump. The indication for use was noted as intractable spasticity and other spasticity. On (B)(6) 2015 the consumer had reported a back surgery that occurred in 2014 with no information provided that reasonably suggested or alleged that the surgery was related to the device or therapy. On (B)(6) 2015, the consumer reported that there had been three surgeries during this time (B)(6) 2014, and following the third surgery the patient got a severe infection (confirmed). The healthcare professional (hcp) had to cut through the catheter line because it got infected too. The pump was still implanted but was not in use; the consumer believes it has been permanently disabled. At the time of the infection the patient was placed on oral baclofen and clonopine. The consumer noted that she was taking large amounts of the oral medications but they were not controlling her symptoms as well, stating that her dystonia was flaring up. The consumer mentioned that due to the severity of the infection no additional surgeries were planned currently. The concentration/dose of medication in the pump, other medications being taken at the time of the event, patient medical history, symptoms, event cause, troubleshooting/interventions, and patient outcome were unknown. Follow up was being conducted to obtain further information. If additional information is received, a follow up report will be sent.